Event description:
Endopledge sinus catheter tip broke during minimally invasive aortic valve replacement, redo partial upper sternotomy and redo aortic valve surgery. When removed, catheter looked different than usual. Physician performed echo; nothing found. F/u x-ray showed catheter tip lodged in left upper lobe artery. Catheter tip was removed and it was noted that the catheter tip had broken off, embolized, and was lodged in the pulmonary vasculature. Pt experienced no serious adverse events due to catheter tip breakage and f/u removal. Lot # not known for sure, the lot # was pulled from the next catheter in stock.